Event description:
It was reported that during an attempt to place a left ventricular (lv) lead for cardiac resynchronization therapy pacemaker (crt-p) implantation using this guiding catheter, the coronary sinus (cs) branch was damaged due to resistance encountered when inserting the guiding catheter (gc) into the cs. Left ventricular (lv) lead placement was abandoned because insertion was deemed difficult given the patient vascular diameter and anatomy. A small catheter was used initially for cs cannulation, and no resistance was noted during insertion. Since there was only one target branch and placement was challenging. A repeat angiography was performed, which revealed a dissection. No further treatment was required and the patient is currently under monitoring. No adverse patient effects were reported.